Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced recurring ¿restart ilet (28)¿ alarms consistent with a battery thermistor range malfunction, and a replacement ilet was shipped. Symptoms included no changes in blood glucose and no adverse health effects. Outcomes included no medical intervention or hospitalization. Investigation included review of complaint history and device return logistics. Investigation of this case revealed an alarm related to the device¿s power/thermistor subsystem. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.